Event description:
The user reported that the reported hematoma event was due to the use of too many needles. This MDR is being rescinded as the use of the needles is believed to have contributed to the formation of the hematoma. For the MDR's used in this event, please refer to the following MDR's: MDR # 9616793-2020-00070 - needle 1 - frost on the shaft, hematoma. MDR # 9616793-2020-00071 - needle 2 - hematoma. MDR # 9616793-2020-00072 - needle 3 - hematoma. MDR # 9616793-2020-00073 - needle 4 - hematoma.

Event description:
The physician reported that, after completing a renal cryoablation procedure, the patient developed a hematoma. The hematoma was not observed near the entry of the needle site. The hematoma was drained after the procedure, and the event was resolved. The patient was kept in hospital for a couple of days for observation. No other complications were observed after the procedure. The physician will follow up with this patient to give more details. The cryoablation system was not reported to have malfunctioned, and will therefore not be investigated for this complaint. At the same procedure, the user saw that one of the four iceforce needles developed frost on the shaft. This device failure, however, is not believed to be related to the hematoma event, and has been reported in MDR # 9616793-2020-00070.